Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-03003 and 1627487-2013-03004. The pt received 2 scs leads with the same lot number. It was reported the pt is not receiving stimulation in his left leg. A sjm rep was unable to resolve the issue with reprogramming. It was also reported the pt's left epidural scs lead has invalid impedance values. Additionally, it was reported the pt is now only using his right epidural scs lead and is not using his right scs lead due to experiencing burning/stinging during the programming session. The pt is using the new programs and his progress is being monitored. F/u identified the issues have not been resolved. The pt is working with the physician to determine the next course of action.